Event description:
It was reported that the physician expereinced a non-deployment.

Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report. A root cause investigation was conducted for this event which included a returned product visual and functional analysis, internal lot record review. The results indicate that this lot was processed without incident, and the device conforms to the specifications. A root cause for the non-deployed stent could not be found and either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device FDA code 67.

Event description:
It was reported that the physician expereinced a non-deployment.

Manufacturer narrative:
Device analysis and investigation is in-process.